Event description:
Patient's mother called to speak with rt about problem with humidifier. Rn spoke with mother and reported that mother stated that the auto-fill humidifier overfilled and water was backing up from the humidifier chamber to patient's trach, but did not enter the trach tube. Mother stated that water wouldn't stop coming from water bag into the humidifier chamber. Mother stated that she snatched off auto-feed tubing and quickly placed patient on the portable ventilator while she called and tried to figure out what happened. This was the first time that this has occurred. No water went down patient's trach. Mom was asked to put away humidifier chamber and tubing so that it could be picked up the following day.